Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pulse generator had undersensing episode on the atrial channel seen in automatic mode switching episode and high ventricular rate episodes. The undersensed events occurred while the patient was in atrial fibrillation. Programming changes were discussed.

Event description:
New information noted that programming changes were made. The patient was asymptomatic.